Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an inservice demonstration. The reload was forced onto the shaft and seemed to damage the powered handle shaft. It no longer accepts reloads onto the tip and the handle indicated a solid blue status indicator with a green flashing adapter button. A new adapter was able to be successfully used using the original powered stapling handle. The type of cleaning is manual.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.